Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the kinks. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). A 4.0mm x 12mm quantum maverick balloon catheter was selected for use and advanced to dilate the lesion. During the procedure, the physician noted that the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to dilate the lesion. During the procedure, the physician noted that the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.